Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) blood in/on helix mechanism; the full lead was returned and analyzed. Dried blood in the tip end of the distal conductor prevents torque transfer when the is-1 pin is rotated.

Event description:
It was reported that when attempting to implant the lead the helix would not extend. The lead was not used and another lead was implanted instead. No patient complications have been reported as a result of this event.